Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided. Mylife omnipod insulin management system ¿ user guide. Model: ent450. 14518-5c-aw rev e 03/16. Using the pod 5 / page 53. Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. You should check your blood glucose 1.5 to 2 hours after each pod change and check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result. Verify there is no wetness or scent of insulin, where as may indicate the cannula has dislodged.

Event description:
It was reported that the needle did not deploy and that the pink slide did not move forward, indicating a needle mechanism failure. The pod was not worn.

Manufacturer narrative:
The device was received not deployed. The download data indicates that the pod completed its first priming sequence and then it was subsequently deactivated by the user, resulting in the needle to not deploy. Device was returned in pod state 15 confirming the device was deactivated. No damages or defects were observed that would result in a needle not deploying. Correction to d(4): lot number changed from unavailable to l45247. Catalog no changed from zxy425 to zxp425. Expiration date changed from unavailable to 4/29/2021. Model no changed from 14810 to 19191. Unique identifier (UDI) # changed to (B)(4). Correction to h(4): device mfg date changed from unavailable to 10/29/2019.